Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report a problem with his battery charger. He reported that he has to "play around with the plug to get it to work". The patient's suspect charger was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The cause of the charger problems was a damaged connector from the power supply brick that plugs into the charger. The root cause of the connector damage cannot be positively determined. No adverse event resulted from the damaged connector. The patient was provided with a replacement charger.